Manufacturer narrative:
Continuation of medical devices: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-aug-2013, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-nov-2013, UDI#: (B)(4). Conclusion code is for the pump and conclusion code is for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal ¿2000¿ at ¿321.1¿ via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported that the patient kept having falls and was going in and out of withdrawal. The pump was flipping and on x-ray the catheter appeared to be coiled up. The environmental, external or patient factors that may have led or contributed to the issue was falls. The actions and interventions taken to resolve the issue was the patient was taken to or (operating room). The catheter was coiled at the connection site. The healthcare provider was able to aspirate from the catheter. 13cm was removed and a new pump connector was added to place the pump in the anterior chest wall below the clavicle. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.